Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic hernioplasty procedure, the high flow insufflation unit automatically switched off accompanied by a continuous beep sound. As a result of the device malfunction, the procedure was prolonged by approximately 50 minutes while a standby unit was arranged. The patient was under general anesthesia, and the intended procedure was completed using an olympus back-up device. Upon an onsite inspection, it was confirmed that the unit was automatically switching off with a continuous beep sound. The device has been identified for further evaluation at the service center. There was no report of patient harm or adverse events associated with this event.